Event description:
The cordless driver 3 was sent for eval due to black flakes coming off of the device during a procedure. The black flakes did come in contact with the surgical site and were irrigated, but did not enter the pt. No medical intervention required. The procedure was completed without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.